Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions via CAPA# 1379444 to improve the customer and patient experience. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from french to english: "we have just recorded 2 leaks during pci injections on catheters."